Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. Information was reported that the patient has therapy but electrode 11 has impedances >4k ohms. The caller confirmed the patient has therapy and they are not using the out of range electrode. No further complications were reported. No patient symptoms were reported.